Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message and had no image. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e3, g4. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pinhole in the channel tube that caused the forceps cannot be inserted smoothly into the channel tube, nozzle has foreign objects, and a noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported failure could not be determined. The most probable cause of pinhole in the channel tube that caused the forceps cannot be inserted smoothly into the channel tube was traced to a component failure. The most probable cause of the noisy image was due to damage to the circuit board in the scope connector. The most probable cause of foreign objects at nozzle was not established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.